Event description:
It was reported that this implantable pacemaker recorded an alert for atrial arrythmia burden. Occasional undersensing of atrial fibrillation was observed at the atrial gain control (agc) of 0.25mv. The device remains in service. No adverse patient effects were reported.